Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 103 mg/dl. The customer was advised to monitor the insulin pump and time battery changes very carefully as battery out of pump for too long will cause the alarm. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 103 mg/dl. The customer stated the up arrow key is causing his numbers to ramp when he goes to bolus. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined to troubleshoot for any of the issues.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with intermittent button response due to corroded keypad traces. No battery out limit alarm noted. All operating currents are within specification. The insulin pump passed self-test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.